Event description:
This 52-yr-old female underwent breast reconstruction with silicone breast implants in 1989. The MFR of these implants is unknown to this reporting facility as they were not implanted here. She now presents with complaints of fatigue and breast pain and wishes the implants be removed. Gross exam: the right implant is intact without evidence of leakage. The left implant is grossly ruptured.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.